Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection with vegetation on the right atrial (ra) and right ventricular (rv) leads. The entire pacing system was explanted and replaced. Portions of the leads were sent for culture. No further patient complications have been reported as a result of this event.